Event description:
"It has been impossible to perform a good dialysis treatment as after 1-1h30 of dialysis the catheter was obstructed due to blood clotting. The treatment has been stopped. The doctor found some kind of substance on the catheter."